Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose of 55 mg/dl after a lunch meal announcement, felt "out of it," and treated the event with oral carbohydrates in the form of an ice-cream bar; the cause of the hypoglycemia was unclear, and no specific device component issue was identified. Symptoms included hypoglycemia and confusion/disorientation. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device-related problem and no identifiable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.